Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Patient dislocated while trying to reduce the hip and the head came off. Update 11/26/2014 - pfs and medical records received. This complaint is now legal. Pfs alleges dislocation and head dislodged off stem. After review of the medical records for MDR reportability, the hip did dislocation and head dislodged off the stem. The femoral head was revised, but the liner wasn't revised. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/23/2014. Update 3/19/15 - pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the investigation. The complaint was updated on: 4/1/2015. Update 2/29/16, 3/1/16, 3/2/16, 3/10/16, 3/11/16 - medical records received. Medical records reviewed for MDR reportability. Medical records reported patient was dislocated immediately post-operative most likely during transfer from table to bed. Surgeon attempted closed reduction and on radiograph it reportedly showed the femoral head had popped off the stem. Patient was taken immediately back to or and femoral head only was exchanged as the liner was assessed and found to be undamaged and stable. The femoral head is now being reported since the patient was taken back to the or. The complaint was updated on: mar 14, 2016.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.